Event description:
In late 2008, the patient reported that she noticed condensation in the cartridge compartment of her infusion device. She removed the insulin cartridge from the infusion device and she stated that it is not cracked or damaged. She was advised to dry the cartridge compartment with a cotton swab and to allow the infusion device to dry over night. She stated that she does not attach the infusion tubing to the insulin cartridge prior to insertion. She was advised to do so. She stated that she would switch to her backup infusion device while the primary device dried. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.